Event description:
Boston scientific received information that this patient's home monitoring equipment detected an out-of-range, high shock impedance for this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead system. Boston scientific technical services (ts) discussed possible cause and suggested troubleshooting options. The physician performed 1.1 joules of commanded shocks and planned to continue monitoring the patient. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent information received indicated that the system continued to exhibit high shocking lead impedance measurements greater than 125 ohms. Troubleshooting performed was able to recreate out of range shocking lead impedance measurements in the distal coil to can vector while normal measurements were obtained in the distal coil to proximal coil vector. The shocking configuration was subsequently reprogrammed to the distal coil to proximal coil vector. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.